Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 460 mg/dl. Troubleshooting was not performed. Auto mode feature was not active at the time of incident. Customer reported sensor receiving can not find sensor signal alarm. The insulin pump will not be returned for analysis.